Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Stenosis and angina are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record revealed no non-conformances from this lot. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that one 4.0x23 xience v stent was implanted in the distal left circumflex coronary artery on (B)(6) 2011. The patient had unstable angina that was treated percutaneously with a stent on (B)(6) 2014. The angina resolved on (B)(6) 2014. The customer indicated that this event is possibly related to the 4.0x23 study stent. There were no adverse patient sequela. No additional information was provided.